Event description:
It was reported that a spectrum infusion pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, 'an issue: failed downstream occlusion' was reproduced . A review of the event history log revealed multiple "downstream occlusion" alarms, however true and false alarms cannot be distinguished through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide being out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.